Event description:
It was reported that when using the bd phoenix¿ ast-s indicator solution, the proper reagent amount would not afford a reaction and insufficient, solution error would display. This is a report of a single occurrence. There were no results to report out to the clinician or to the patient. The following information was provided by the initial reporter: according to the customer's report, even though the customer drips the proper amount of the indicator solution, an insufficient solution error is displayed and results cannot be obtained.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
This complaint is confirmed. This complaint is for panel aborts due to insufficient indicator when using phoenix ast-s indicator (246009) batch 1243411. No product returns or photos were provided by the customer for investigation. Three bottles from retention were used to test 12 ast broths, and 12 internal qc panels. These panels were loaded into a phoenix instrument to observe for any test aborts at the end of the run. At the end of the run, there was one (1) test abort due to insufficient indicator. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and there were no additional complaints on this batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1.

Event description:
It was reported that when using the bd phoenix¿ ast-s indicator solution, the proper reagent amount would not afford a reaction and insufficient, solution error would display. This is a report of a single occurrence. There were no results to report out to the clinician or to the patient. The following information was provided by the initial reporter: according to the customer's report, even though the customer drips the proper amount of the indicator solution, an insufficient solution error is displayed and results cannot be obtained.